Event description:
It was reported that a patient with a 27mm magna valve implanted for an unknown implant duration underwent a valve-in-valve procedure due to stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient was transferred to ICU, intubated.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to h6. Attempts to retrieve additional information were unsuccessful. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.